Manufacturer narrative:
(B)(4). Teleflex could not perform a full evaluation on this complaint as no device was returned. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab kinked is not able to be confirmed. No product was returned therefore the root cause of the complaint is undetermined. Teleflex will continue to monitor for any similar reports of this issue.

Event description:
It has been reported that the event involved a patient while in the cath lab the intra-aortic balloon (iab) was prepped. As the medical doctor (md) was inserting the intra-aortic balloon (iab) sheathless into the patients right femoral artery the intra-aortic balloon (iab) kinked. The medical doctor (md) removed the intra-aortic balloon (iab) immediately and replaced it with a new intra-aortic balloon (iab) successfully.

Manufacturer narrative:
(B)(4).

Event description:
It has been reported that the event involved a patient while in the cath lab the intra-aortic balloon (iab) was prepped. As the medical doctor (md) was inserting the intra-aortic balloon (iab) sheathless into the patients right femoral artery the intra-aortic balloon (iab) kinked. The medical doctor (md) removed the intra-aortic balloon (iab) immediately and replaced it with a new intra-aortic balloon (iab) successfully.

Manufacturer narrative:
(B)(4). Teleflex could not perform a full evaluation on this complaint as no device was returned. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab kinked is not able to be confirmed. No product was returned therefore the root cause of the complaint is undetermined. Teleflex will continue to monitor for any similar reports of this issue. Other remarks: teleflex received the device for analysis. The reported complaint that the iab was kinked is confirmed. A kink was noted near the distal tip of the iab during visual inspection. The central lumen was able to be aspirated and flushed successfully. The damage to the central lumen likely occurred during insertion. The root cause of the kink is undetermined. Teleflex will continue to monitor for trends.

Event description:
It has been reported that the event involved a patient while in the cath lab the intra-aortic balloon (iab) was prepped. As the medical doctor (md) was inserting the intra-aortic balloon (iab) sheathless into the patients right femoral artery the intra-aortic balloon (iab) kinked. The medical doctor (md) removed the intra-aortic balloon (iab) immediately and replaced it with a new intra-aortic balloon (iab) successfully.